Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the type of foreign material remaining in the device was unknown. The foreign material was possibly not removed since reprocessing could not be conducted properly due to leakage from the bending section cover glue; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: cf-190 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: cf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope channel had something stuck in it. The issue occurred during an undisclosed procedure. There were no reports of patient harm.